Event description:
The customer reported the system's video function experienced communication issues. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was ordered and now waiting receipt of the part.